Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Brand name: unknown / not provided. Device product code: unknown / not provided. Catalog and lot number: unknown / not provided. UDI: not available. PMA/510(k) number: not available.

Event description:
It was reported that a screw fractured inside the prosthesis which prevented from rebuilding the prosthesis and led to removal of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one (1) impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant has part of a fractured screw, stuck inside. Bone/tissue was seen attached to the external implant threads. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, screw malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.